Event description:
Customer experienced several pts with high results for multiple assays that when repeated on another analyzer, gave normal results. Pt sample type was plasma and pts were repeated using the same sample tube on a different p module. Results for seven pts were provided, results for five of the pts were discrepant: patient 1, initial creatinine result 4.5, repeat 0.8 mg per dl; initial phosphorus result 1.3, repeat 0.8 mg per dl. Pt 2, initial creatinine result 4.0, repeat 0.9 mg per dl. Pt 3, initial creatinine result 2.4, repeat 0.8 mg per dl. Pt 4, initial creatine result 13.5, repeat 3.0 mg per dl. Pt 5, initial creatinine result 2.9, repeat 1.3 mg per dl. No pts were adversely affected. The field service personnel determined contamination and misalignment of the probes and cover to be the cause. They performed a waterbath exchange x2 and aligned reagent and sample probes. Precision tests and controls were run to verify analyzer operation.